Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 2600 sys will not take film shot. No pt injury was reported.